Event description:
It was reported that the patient experienced a low blood glucose of 62 mg/dl after a meal and treated with orange juice and glucose gel, after which glucose rose to 195 mg/dl and later fluctuated up to 236 mg/dl before returning to 176 mg/dl; the patient described recurring high and low fluctuations and confirmed typical meal announcement and no increased activity, while using the ilet and oral glucose. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.